Event description:
During the procedure blood loss was greater than 1 liter. There were no significant complications during the case other than difficulty in cannulating the contralateral gate, due to significant calcification of the natural aorta. The event was not device related.